Event description:
It was reported that the devices were used during a sigmoid colon resection procedure. It was reported that the staple line did not hold. It is unknown how the case was completed. There was no consequence to patient.